Event description:
It was reported in a service report that the brakes were not holding. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Foreign material contamination.